Event description:
The customer reportedly received the following results on the accu-chek advantage system within 10 minutes: 19 mg/dl, 280 mg/dl and 224 mg/dl. No reported actions taken or treatment received. No adverse event reported. New system sent to customer and return requested.